Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "ventilator inoperative" codes were found in the ventilator's downloaded error log. The device's blower motor and system board were replaced to address the issue.

Event description:
A ventilator was returned to the MFR for service. There was no harm or injury reported.